Event description:
While attempting to defibrillate a pt (age and gender unknown) the device displayed a "release shock button" message. The clinician obtained another device to continue treating the pt. There was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
The complainant was contacted for return of the device. The device has not been returned to zoll for evaluation.